Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm. Vessel morphology was reported as a tight and calcified distal aorta, the aortic neck was 26 mm in diameter at the renal artery and 1 cm below the aortic neck was 29 mm in diameter with severe angulation, there was moderate tortuosity and severe calcification. The patient had a 7 cm in diameter abdominal aortic aneurysm prior to the rupture. It was reported that the bifurcated stent graft had to be advanced through another manufacturer's 20 fr. Sheath due to severe angulation of the aorta. The stent graft was deployed however when the delivery catheter and the sheath were being removed the stent graft was pulled down resulting in inaccurate delivery of the stent graft. The stent graft was pulled down about 1 cm with a proximal type I endoleak. The physician implanted an endurant aortic cuff and the inaccurate delivery was corrected and the type I endoleak was resolved. No clinical sequelae were reported and the patient fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (improper component placement, endoleak). (Severely angulated neck, tight and calcified distal aorta). (Treatment of pre-operative rupture). Conclusion: (severely angulated neck, tight and calcified distal aorta). (Treatment of pre-operative rupture).